Manufacturer narrative:
The company cartridge was not returned for evaluation. The lens was returned in the lens case. Viscoelastic was observed on the lens. One haptic was broken-distal area, not returned. The optic had been cut across the center into two pieces. The edge of the optic was broken at one optic/haptic junction. This damage was similar in appearance to damage caused by a handpiece plunger. The lens was cleaned with klrp for further evaluation. A scraped/gouged area was observed in front of the broken area on the posterior surface. A scraped/scratched area was observed in front of the broken area on the anterior surface. A small scratch was observed on the anterior surface near the edge. The optic edge was chipped on the anterior surface at the other optic/haptic junction. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Qualified associated products were indicated. The root cause for the reported lens damage could not be determined. The company cartridge was not returned for evaluation. The returned lens was damaged. The edge of the optic was broken at one optic/haptic junction. The scraped/gouged area was observed in front of the broken area on the posterior surface. A scraped/scratched area was observed in front of the broken area on the anterior surface. This damage was similar in appearance to damage caused by a handpiece plunger. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic visco surgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the during the intraocular lens I(iol) implantation surgery, the lens was found to be scratched while in the delivery system. There was no patient contact. In the surgeons opinion lens scratched due to injector or cartridge.